Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lots are 60670917 and 60672661. D4: expiration date: the expiration date of both suspected lots 60670917 and 60672661 is 04/30/2028. D4: unique identifier (UDI) #: the UDI# for the suspected lot 60670917 is (B)(4). And the UDI# for the suspected lot 60672661 is (01)00085412477183(10) 60672661(17)280430. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had air leaking from port 5 and solutions took longer than normal to get to the floor. The issue occurred during compounding. Switching from port 5 to port 3 resolved the issue. There was no patient involvement. No additional information is available.